Manufacturer narrative:
The device was not evaluated by invacare due to the facilities clinical risk specialist called and stated they will not be returning the lift at this time and they have it sequestered pending their investigation. It was reported that the rpl600 lift was donated to the facility, however, it is not known when. The facility owns a biomedical company that does all their preventative maintenance and repairs. When the biomed tech did a maintenance check, they found that it needed a new bolt to hold the actuator on and replaced it. It is unknown if the replacement bolt came from invacare or where it came from. The bolt that broke in this incident is allegedly missing. The facility will not provided further details on how the incident occurred or the injuries that caused the patient to pass away. The device was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacturing of these lifts has since transitioned invamex. Therefore, the MDR is being filed under invamex. Should additional information become available, a supplemental record will be filed.

Event description:
On an rpl600 lift, the bolt that attaches the mast to the boom fell out or broke while transferring a patient. The patient passed away from alleged unspecified injuries.